Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. Visual examination of the returned product identified no damage to the shell. There was no fiber metal visually sticking out from the surface or otherwise damaged. Complaint sample was evaluated and the reported event was not confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the scrub nurse got her glove punctured by fiber mesh coating of the cup. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.